Event description:
While using the device during cardiopulmonary bypass, the pump motor unexpectedly displayed a message advising the user to "service pump." The procedure was completed successfully. There were no adverse consequence to the pt as a result of this event.

Manufacturer narrative:
Note that although the code 1502 was used, the pump did not actually stop. No more suitable code could be found. H3: eval anticipated, but not yet begun.